Event description:
It was reported that the patient was seen in the emergency room after experiencing syncope due to loss of capture on the right ventricular lead. The physician decided to reposition the lead. In surgery, the fixation screw on the lead connection would not turn and the lead could not be released. The screw finally turned and the lead was relocated and fixated. The lead was reconnected to the device and no impedance measurements could be obtained. The physician then decided to explant the device and implant a new one. The lead is still in use. The patient is enrolled in the pain free smart shock technology and umbrella studies. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen in the emergency room after experiencing syncope due to loss of capture on the right ventricular lead. The physician decided to reposition the lead. In surgery, the fixation screw on the lead connection would not turn and the lead could not be released. The screw finally turned and the lead was relocated. The lead was relocated and fixated. The lead was reconnected to the device and no impedance measurements could be obtained. The physician then decided to explant the device and implant a new one. The lead is still in use. The patient is enrolled in the pain free smart shock technology and (B)(4) studies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. The set screw had a rounded socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.